Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose level was 30 mmol/l at the time of incident and current blood glucose level was 9 mmol/l. Customer¿s other blood glucose level was 6.6 mmol/l. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with multi dose injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Insulin delivery was not suspended due to sensor glucose. Troubleshooting was performed for high blood glucose level. The device will not be returned for analysis.